Manufacturer narrative:
One device was returned for repair with complaint of error code 41626 and cassette not attached error. This device has not been serviced in the past. Review of event log found cassette not attached properly alarm. Visual/functional testing was performed. The reported problems were duplicated. Cleared the error code and replaced the downstream occlusion (dso) sensor to correct the issue. The device passed all functional testing post repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette not attached" error and error code 41626. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.